Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic entero anastomosis gastroplasty, the stapler was able to fire, there was bleeding of more than 500cc and blood transfusion was done. The patient was hospitalized. There was a patient injury.